Event description:
Pt reported that comparison between pt's surestep meter and a hcp meter was 145 mg/dl (ss) and 118 mg/dl (hcp) respectively (23% diff). Control test result was in range. No symptoms were reported. There was no allegation of harm.